Event description:
It was reported that a cgm error 42 occurred. No specific impact on the customer¿s blood glucose level was documented, suggesting no adverse impact was observed. The issue was resolved after the customer contacted support, where they received comprehensive instructions for resetting the pump, and the customer successfully initiated a new sensor session without further issues.